Manufacturer narrative:
Two samples were received. For sample number one the lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The DHR shows the product was released per specifications. A 20ga posterior cassette with drain bag was received and was visually inspected and no obvious defects were found. A system representing the current software version was used to test the sample. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intraocular pressure calibration successfully. No anomalies were observed during priming. The infusion pressure was measured at multiple set points throughout the console range and met specifications. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No message code appeared on the screen. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. Suction prime was performed on the probe and the probe functioned per specifications. Sample number two the lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The DHR shows the product was released per specifications. A 20 ga posterior pak was received was visually and functionally tested and found to meet specifications. A suction prime test was also performed on the probe and the probe could prime. It was also observed during the investigation the customer utilized an expired procedure pak; the labeling on the pak container clearly indicates the expired date of the single-use device. The system was then tested and met all product specifications. Sample number one functioned per specifications. Sample number two met specifications during testing, the investigation results found the customer utilized expired product for a procedure. As such, the root cause of the customer complaint is related to customer use of an expired product. Product expiration dates are established to ensure the safety and efficacy of the product. Any use of product after its expiration date is not recommended and there is no guidance on usage of product that has exceeded their expiration dates. The root cause cannot be determined conclusively. For sample one the root cause of the customer's complaint could not be established; the returned sample functioned per specifications. For sample two while the sample met specifications during testing, the investigation results found the customer utilized expired product for a procedure. As such, the root cause of the customer complaint is related to customer use of an expired product. Product expiration dates are established to ensure the safety and efficacy of the product. Any use of product after its expiration date is not recommended and there is no guidance on usage of product that has exceeded their expiration dates. (B)(4).

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, the suction was not fully working. The pack was exchanged, but the surgeon indicated that even with the new pack the suction was not what it should be. The case was completed with no impact to the patient.